Event description:
It was reported that an embolization coil implant detached unexpectedly within the microcatheter during manipulation. The device was remoced in its entirety with the angiographic catheter and microcatheter. There was no reported patient injury or intervention. The procedure was completed successfullly.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and not returned to the manufacturer for evaluation. The alleged product issue could not be confirmed. The instructions for use (IFU) identifies premature coil separation as a potential complication associated with use of the device.